Event description:
Additional information received reported the manufacturer representative saw the patient during the week of the report and their therapy is working well.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID neu_unknown, lot # unknown, anchor, product type unknown; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that 3 weeks after surgery the patient was playing frisbee and felt the anchor come loose and the lead move down. It was noted the patient felt the lead move on (B)(6) 2014 and had it replaced on (B)(6) 2014. Information omitted pertaining to event (B)(4) ¿ stylet would not advance. These events are not related. Patient history omitted as it does not pertain to their device.